Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a ¿discolored patient cable, damaged red battery strap, missing battery door¿ was confirmed with the returned mobile power unit (serial # (B)(6)). The unit was returned to the service center for preventative maintenance and the reported damage were observed. The submitted reference photos captured the discoloration on the patient cable portion and a damaged red battery strap with a missing battery cover. A root cause that attributed to the damage could not be determined during the evaluation. The device was tested with laboratory equipment and no functional issue was identified. Repair and preventative maintenance were performed. Performed full functional checkout, which the unit passed all testing. The mobile power unit was returned to the rental pool. Device history record indicated the device was manufactured in accordance to manufacturing and quality assurance specifications. Mobile power unit (serial # (B)(6)) was shipped to the customer on 11dec2020. Heartmate 3 patient handbook in section 5, entitled ¿alarms and troubleshooting¿, all alarm conditions are addressed. Heartmate 3 instructions for use document ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the mpu was damaged. The product was missing the battery door, had a discolored patient cable, and a damaged red battery strap. No additional information was provided.